Manufacturer narrative:
Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. A4: patient weight was requested but not made available. H6 - code c19: review of device manufacturing record history confirmed device met pre-release specifications. H6 - code b17: the device is currently retained by the user facility, and no images were provided. Therefore, direct product analysis is not possible. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: during a aaa procedure using a snorkel technique, a gore® viabahn® endoprosthesis with heparin bioactive surface (viabahn device) was intended to be implanted in the patient's renal artery. Access was made from the left brachial artery for the viabahn device. A 6fr terumo destination sheath was used to advance the viabahn device over a 0.018 guidewire (unspecified brand). Deployment was started after device placement. However, the guidewires had crossed between the aaa device (excluder) and the viabahn device, which interfered with the deployment. The deployment line became stuck so the constrained viabahn device had to be withdrawn. As reported, a piece of a strut was found after the sheath and guidewires were removed. It is unknown where the piece came from, but it was confirmed the broken piece was not from the viabahn device. It was reported the excluder device and a new viabahn device (6 x 5) were implanted with no issues. The patient did not experience any adverse consequences. As reported, a technician tried to deploy the viabahn device on the back table (after removal from patient). The viabahn device was partially expanded when the deployment line broke.

Manufacturer narrative:
The returned device was evaluated by engineering: the reported failure mode of failure to deploy is consistent with the findings of damaged catheter transition and bent strut on proximal end. The observations of broken deployment line and partial deployment are also considered consistent with failure to deploy. However, per the reported information to gore, these may have also occurred upon examination after the event on a back table. Engineering evaluation of the device could not confirm the reported failure of 'deployment stuck, failure to deploy'. Replication of this failure mode is not always possible because of differences between conditions seen in vivo (i.e., patient anatomy, procedural conditions) and those seen in the laboratory. The root cause of the reported failure mode could not be established with the available information. D9: device was returned.